Manufacturer narrative:
(B)(4). The customer returned a guide wire and an advancer. The advancer cap was not returned. The distal end of the guide wire was kinked and had displaced coils at multiple locations within 1.5cm from the distal tip. The guide wire was inserted into the advancer and could be advanced and retracted without resistance. A manual tug test confirmed that both welds were intact. A review of the device history records (DHR) for the guide wire and advancer did not reveal any manufacturing related issues. The report that the guide wire was kinked was confirmed through examination of the returned sample. The distal end of the guide wire was kinked and had displaced coils at multiple locations within 1.5cm from the distal tip. The cap was missing from the advancer tube. It was not reported whether or not the cap was present and attached to the advancer when the kit was opened. A DHR review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without the cap. A conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges that the wire could not advance when taken out of the package and during a demonstration.

Manufacturer narrative:
Qn#(B)(4). Triage evaluation of the device sample indicates that the device is kinked.

Event description:
The customer alleges that the wire could not advance when taken out of the package and during a demonstration.